Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box. The guidewire returned inside of a protective hoop together with its original opened pouch. The guidewire was easily removed from the protective hoop. The distal tip of the guidewire was bent. No more visual damages were encountered. Microscopic inspection revealed the polymer jacket coating of the guidewire was carefully inspected a section of it was detached; the detached section was not returned. The damaged section was located approximately at 72.18 inches from the proximal end. A small section of the core wire protruded from the polymer jacket section. Dimensional inspection of the overall length and distal tip outer diameter (od) did not pass specification due to the polymer jacket detached. The middle section od and the proximal section od were within specification.

Event description:
It was reported that detachment of device occurred. The target lesion was located in the coronary artery. A pt2 guidewire was used for treatment. However, during procedure, entrapment occurred when removing the device. The guidewire tip fracture remained inside the patient's body.

Event description:
It was reported that detachment of device occurred. The target lesion was located in the coronary artery. A pt2 guidewire was used for treatment. However, during procedure, entrapment occurred when removing the device. The guidewire tip fracture remained inside the patient's body.